Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, no product has been received at this time despite follow up attempts by adc. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
The customer reported that the filament of the abbott diabetes care (adc) device remained in the arm/skin. As a result, the customer reported having a third party remove the sensor from the skin and no healthcare provider treatment was reported. There was no report of death or permanent impairment associated with this event.